Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a vialmate in which the units were loose and a closed system was not maintained. This resulted in a leak. It is unknown when or in which care area this event occurred. There was no patient involvement. Therefore, there were no reports of patient injury or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, however, a photo was provided. The reported condition was confirmed through the received photo. Due to the fact that the sample was not available, it couldn't be determined if the vialmate was originally locked. Hence, no root cause could be established. A batch review was performed on the reported lot and no deviations were noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.